Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted image confirmed damage to the outer jacket of the patient¿s driveline. Although a specific cause for this damage could not be conclusively determined through this evaluation, it did not appear to contribute to an electrical issue. The account¿s submitted image confirmed damage to the outer jacket on the external portion of the driveline. The underlying layers appeared to be intact, and there were no wires visible in this location. It was communicated that the damage was cosmetic and rescue tape was applied to the affected area of the driveline. The submitted log file contained data from 13jan2024 to 15feb2024. No notable events or alarms were observed, and the pump appeared to function as intended for the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii lvas patient handbook, are currently available. The IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient believed their driveline got caught in the zipper of their bag. Rescue tape was applied. Log files captured routine events, the left ventricular assist device and peripheral equipment were functioning as intended. The damage to the outer silicone jacket was only cosmetic.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.